Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent hypoglycemia while using the ilet after initiating prolonged fasting, with the most recent documented blood glucose in the 40s and acknowledged device low alerts; the user treated with oral carbohydrate and arranged additional training to adjust therapy settings. Symptoms included hypoglycemia unawareness. Outcomes included correction of low glucose without outside assistance and without medical intervention or hospitalization. Investigation included troubleshooting and education regarding device use and lifestyle changes. Investigation of this case revealed that the cause of hypoglycemia was unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.